Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and found no nonconformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump appeared to be running, but was not delivering. They stated that sometimes it alarms no flow out and sometimes it does not. Mmdg followed up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint. (B)(4).